Event description:
The director of surgical services reports that, following insertion, a broken haptic was noted on the intraocular lens. The incision was enlarged to accomodate removal of the lens. Another lens was implanted without incident.